Event description:
Inbound, the patient reported ext tubing leaking at the filter on the side. Stated this is the 4th time tubing has leaked in the past two weeks. No further details provided. Diagnosis: sph.